Event description:
In 2006, a gore excluder aaa endoprosthesis was implanted. As the physician removed an 18 fr gore introducer sheath, the sheath tore the patient's calcified common iliac artery. The artery was successfully repaired by surgical means.

Manufacturer narrative:
The device was discarded by the facility. A review of the manufacturing paperwork is being conducted.